Event description:
The pump was returned for mechanical hardware failure (screen, no input). Upon return, the device started up with no errors. The lcd touch screen functions properly. Investigation found the touch was able to be used to navigate screens and applications. The lever boot is damaged due to being cracked. Removed fva assembly and fva pins have debris (cleaned pins and channels). No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump problem. Pump has a screen that is nonresponsive (it is not low battery)." Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.